Event description:
It was reported that pump experienced malfunction alarm with code 16, after which customer saw blood glucose reading displayed as ¿high,¿ although specific value was unknown. Customer gave correction insulin by injection, switched to multiple daily injections as backup therapy, and did not require help from emergency services or other third parties, while technical support arranged replacement pump shipment, confirmed that pump was under warranty, provided instructions for storage mode and pump return within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor when replacement pump arrived.